Event description:
On (B)(6) 2014, it was reported to 3m espe that two 1.8 x 13mm mdi standard o-ball and collar implants broke during implantation on (B)(6) 2014, in region 31 and 41 and one apical fragment (region 41) was removed on the same day in an additional surgery. The fragment was removed using a round burr without any complications. The other fragment was left in the jaw. The dentist stated that the patient is doing fine without any ongoing symptoms.

Manufacturer narrative:
This incident may be related to the quality of the patient's bone. The dentist reported that the bone had substantially atrophied and what bone remaining was comprised mainly of cortical bone, which is denser and more difficult to penetrate. In this case, there may have been increased force placed on the implant during placement, which led to the subsequent fracture. 3m espe instructions for use indicate that a force of 45ncm should not be exceeded during implant placement. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.